Event description:
It is alleged that "on or about (B)(6) 2012 pt was implanted with an ivc filter known as gunther tulip vena cava filter. The pt believes and thereupon alleges that some time after placement the device failed, including perforation of the ivc by the filter. Some time between (B)(6) 2012 and (B)(6) 2013 pt underwent an attempted removal of the filter which failed. On or about (B)(6) 2013 pt underwent a second attempt of the ivc filter. During the removal, the filter demonstrated significant tilt with the filter hook embedding into the ivc wall. Multiple removal procedures were attempted; however, all were unsuccessful and the filter remained implanted. On or about (B)(6) 2013, pt underwent a third removal procedure at stanford hosp in california. This procedure was described as a complex filter retrieval. Imaging procedures showed significant filter tilt with the filter tip embedded in to the ivc wall. The physicians successfully removed the complete filter by way of percutaneous intervention." Pt outcome: it is alleged that the "pt suffered significant and severe injuries to her body."

Manufacturer narrative:
(B)(4). Catalog # is unk but referred to as gunther tulip vena cava filter. PMA/510(k) is unk but could be: (B)(4). No device, imaging studies or hosp or med records have been available. Consequently, based on very limited info it is difficult to comment on the tulip filter, which allegedly failed, including perforation of the ivc come time after placement. Also, it is not possible to comment on the filter tilt, filter hook embedment into the ivc wall, or the reported two retrieval attempts within six months after filter placement, as well as the complex filter retrieval after approx 11 months. Investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The exact root cause for the alleged perforation of vena cava cannot be determined based on the limited info provided. Cook medical will continue to monitor for similar events.